Event description:
The customer reported that the insulin pump alarmed and error several times, and all programming has disappeared. Troubleshooting was performed. The customer stated that the alarms were cleared and the insulin pump began to rewind. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed an error during the rewind process as a result of a motor encoder signal being out of phase. The device was received with cracked reservoir tube and battery tube threads.